Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the pinching in the back from the device had not been resolved and it happened only periodically. No interventions were planned or had been done to resolve the pinching in the back. Device battery depletion was normal.

Event description:
The consumer reported pinching in their back from the older device. They were not sure if the older device/battery or control pad, which one was not working properly. Additional information received via the consumer reported the patient's battery from 2011 died and she turned it off but it would still pinch her hip area "kind of" near the implantable neurostimulator site (as previously reported). It was indicated this had begun about 5 or 6 months ago (2015). It was indicated the patient used to work for the airport for 10 years and it "seemed to affect my settings" when she would go through the security screening gates. She told her doctor at the time and "got it set" and he told her not to go through them any longer so she got pat-downs instead. It was indicated this issue had been resolved. No symptoms were reported. The patient's indication for use was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.